Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath and during mapping, when the lasso was introduced, air bubbles appeared in the hub. The investigational analysis completed on 5/8/2019. The device was inspected and it was found in normal conditions. The sheath was connected to the cool flow pump and no water leakage was observed. A catheter was introduced and no leakage or bubbles were observed. The handle knob was tested and no resistance was noticed. However, there was noise during the manipulation of the handle but this does not affect the function of the device. A manufacturing record evaluation was performed and no internal actions were identified.  The customer complaint was confirmed. The root cause of the noise noticed during the test cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related the excessive manipulation of the handle knob during the procedure. Manufacture ref no: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On (B)(6) 2019, a manufacturing record evaluation was performed for the finished device and no non-conformances was found during the review. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath and during mapping when the lasso was introduced, air bubbles appeared in the hub. The bubbles were aspirated via the hemostatic valve. Surgery delayed 10 minutes due to the reported event, then was completed successfully. No adverse patient consequences were reported. The air bubble issue has been assessed as MDR reportable.